Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained through antegrade approach with a 4.5f non-bsc introducer sheath. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery (ata). After a non-bsc guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced but failed to cross the lesion. The device was exchanged to a 1.2mmx15mmx142cm fg coyote fc mr, japan (emerge¿) balloon catheter. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and dilatation was performed with a 1.5mm coyote¿ es balloon catheter. Final dilatation was performed with a 2mmx10cm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.